Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis from an unknown cause. On (B)(6) 2011, the patient began remedial therapy with vancomycin (2gm, loading dose, ip), meropenum (1gm, daily, ip), and tobramycin (20mg, daily, ip). The patient was not hospitalized. Treatment with meropenum and tobramycin continued. It was unknown whether the event of peritonitis resolved. Concomitant medications were not reported. The nurse stated that the event of peritonitis was not related to dianeal pd2 ultrabag therapy.